Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient thought he needed to reprogram his device because he was not getting good symptom control and he could not communicate with the ins. Patient reported he was having more leakage to the point that it was unbearable. Patient was getting poor communication even after changing batteries. As the patient¿s antenna was not plugged in, patient initially thought that was the issue, but it still did not work after the patient plugged it in. Patient was asked to unplug the antenna and place patient programmer (pp) directly over ins and on skin. The issue did not resolve. Patient was asked to check type of batteries, patient reported one was alkaline and the other battery did not say anything on them. Patient reported he was having issues before changing the batteries, so patient was transferred to repair. No further symptoms or complications reported/anticipated (B)(6) 2018 crts (B)(4) (con): additional information was received. Patient reported that he received the patient programmer(pp) from medtronic, but it was still showing poor communication. Patient reported having big problems controlling symptoms and changing his male guard most of the day. Patient reported changing it in the evening and the next morning the guard was saturated like therapy was not working and even during the day patient had to change but seemed to be some kind of problem. Patient reported having major spinal back surgery and an x-ray done and did not turn implant off. Patient had access to the antenna and it was secure and in sync with the ins. This did not resolve the issue. The antenna was unplugged, and the ins was placed directly over the skin. This did not resolve the issue either. Patient was asked to reposition antenna and it showed the poor communication message. Patient was redirected to the healthcare professional (hcp). Patient was advised to consult with hcp about not getting enough symptoms relief and pp not connecting to implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. Patient called back and reported that they were still getting poor communication on the patient programmer and wasn't getting symptom control. Patient gave more detailed event date for the lack of symptom control and reported that had started a little bit into last year (2017) but mostly in 2018 and reported that they had seen his urologist about this issue since original call but at their appointment, they had forgotten to bring his patient programmer with them. Doctor told them that they might have to see a representative to have programming done. It was tried to walk patient through attempting to pull up his settings and patient was still getting poor communication. Patient didn't have pp antenna during call and it was suspected that patient might not be placing pp in best spot but also reviewed with patient to possibility that implant may be depleted and recommended doctor check implant as patient previously had the patient programmer replaced due to poor communication as first time patient called about poor communication w/ and w/out antenna and patient was sent replacement programmer but the replacement programmer still showed poor communication.